Event description:
Lead impedances fluctuating from 600 ohms to greater than 2500 ohms suggesting a potential lead fracture per home monitoring alert. This lead was explanted and replaced on (B)(6) 2020. Should additional information be obtained, this report will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.